Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device was programmed with several boluses and monitored. Device calculated the additional bolus deliveries and were verified in the daily total screen. It was then programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. Device had minor scratched display window, scratched case, scratched reservoir tube window and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he got into a car accident. The customer was driving and wearing the insulin pump. Blood glucose was 444 mg/dl; value taken by the paramedics right after the accident. The customer did not experience any symptoms and was not injured but was taken to the hospital as a precaution. Customer stated that the authorities and emergency medical technician theorized that the insulin pump was the cause of the accident. He was given orange juice and he bolused at the hospital. He had been experiencing high blood glucose and stated it seemed like the insulin pump was not delivering the correct amount of insulin. The drive support cap is recessed, the tubing had an air bubble the size of an inch but no insulin leak was found. Insulin did exit with manual prime. He stated the diabetes educator recently changed the basal rate settings. The insulin pump passed the high pressure test. Most recent reading was 242 mg/dl. Device was replaced and returned.